Manufacturer narrative:
Device has been returned for evaluation. Visual inspection found no observable damage. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record (DHR), did not find any non-conformities or anomalies related to the reported event. Based on the available information, user related factors, (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Event description:
It was reported that after insertion of an iol into the right eye, two bent haptics were observed. The incision was enlarged to remove the lens and another iol of the same model and diopter was implanted.